Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a revision shoulder surgery was performed due to a peri-prosthetic spontaneous fracture proximal humerus fracture in a total arthroplasty of the shoulder without shaft with abrasion/ loosening of the glenoid component. The prosthesis was exchanged with an inverse shoulder prosthesis. The initial surgery was performed on (B)(6) 2012.

Manufacturer narrative:
Complaint confirmed, the glenoid poly was found to be damaged and the central peg broken. Likely causes of the reported loosening, abrasion and damage are trauma and/or patient non-compliance.